Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code a26-used to capture insufficient information available in relation to cause of death. It should be noted that, per the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, patient underwent an endovascular procedure to treat an aneurysm utilizing gore® excluder® thoracoabdominal branch endoprosthesis and a reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). During the procedure, there was trouble advancing a reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) into the left renal and maintaining wire access. There were multiple attempts made to re-access the artery. Physician chose to use a shorter stent, and it tracked and deployed into the renal artery. Physician then attempted to place the bridging stent that was in the left renal artery, and it wouldn¿t track. Physician then elected to move to the sma and celiac arteries and was able to successfully treat both arteries with no issues. Physician went back to the right renal ¿ used a 46mm coda balloon to create a backboard and a 1cm tip amplatz wire, in which physician was able to bridge the renal stent to the tambe device. Patient tolerated the procedure. An angio was performed, and the physician was satisfied with the results. The patient then presented back later that afternoon and bleeding in the left kidney was observed. Patient became hypotensive, with some limb ischemia as well. Femoral endarterectomy was performed. After becoming hypotensive, patient also experienced some paraplegia and shock liver was also reported. No other recovery procedures were performed and patient passed away the following day on (B)(6) 2025. It was also reported cause of ischemia did not involve a device, as all devices were patent. A clot was just observed at some point during the procedure. Physician believes the cause of bleeding in the left kidney was a result from trauma from the non-gore wire. Physician believes the paraplegia is due to hypotension, as a result from hemorrhagic event of the lt kidney. Patient death was due to shock liver. The cause of difficulty inserting stent into left renal artery was due to the angle at the ostium of the renal was acute, and renal artery after bifurcation (our landing zone) was short, which impacted wire purchase. No further patient information or images are available.